Event description:
It was reported that while performing a typical aflutter ablation, a perforation with tamponade occurred. The stockert was turned off and the lesion line was complete. Pericardiocentesis was performed, chest compressions were done and a drain was placed in the patient. There were no error messages of defects detected with any of the products that were in use. The patient had a full recovery and was discharged the next day.

Event description:
Customer reportedly received the following results on the aviva meter system within 10 minutes: 75 mg/dl and 152 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.